Event description:
It was reported to philips that the system was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer restarted the system four times, after which it began functioning normally without any errors. The customer was able to perform a patient exam without any issues during the procedure. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not working. The philips remote service engineer reviewed the logs and identified errors related to power issues. Upon troubleshooting, the customer clarified that the electrical board had been turned off, and when the board was turned on followed by an immediate startup of the equipment, errors occurred. Upon reviewing the error logs, the customer identified voltage issues originating from the electrical board, possibly due to problems in some of its phases, which prevented the internal ups from supplying the correct voltage to the other components. To resolve the reported issue, the system was restarted 4 times and kept it under observation to check the reoccurrence of the event. The philips field service engineer (fse) visited onsite and upon functional testing, the fse didn¿t see any reoccurrence and advised the customer to measure the phases on the electrical board if the issue reoccurred. After rebooting the system 4 times, the system was returned to use in good working order. The codes were updated based on the investigation outcome.